Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 90-100mg/dl fasting. Verified the strips expire 12/31/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 103mg/dl and 99mg/dl not fasting. Reviewed meter memory: (B)(6). Customer's meter has the wrong date and time. Customer is concerned with all results from memory 125,116,104,118 and 103mg/dl. Customer calling stating her meter is displaying results she consider high for her .customer ran blood test and received a result of 163 mg/dl fasting on (B)(6) 216 at 04:30 am that customer considers high for her her.